Event description:
Information was received indicating that a smiths medical cadd-legacy pca pump was providing epidural analgesia. It was discovered that there was a closed clamp on the infusion line but no alarm from the pump. It is unknown for how long this occurred but estimated around 2 hours. It was also noted that this issue occured with a "confused patient and that it was hard to evaluate".